Manufacturer narrative:
Other applicable components are:product ID: 37761, serial# (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the connector pin was loose and recharger was not charging from the wall or lighting up. Screen will not light up. No symptoms or complications reported at this time. Additional information was received from the patient who reported they received their new desktop charger (dtc) but the recharger was still not charging and dtc light was on when plugged into the wall. The patient reported they were not feeling any stimulation. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.